Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the plastic distal end cover and in the adhesive around the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered on the glue around light guide-lens and plastic distal end cover in the nozzle at distal end. There was damage to the area where the foreign material was detected. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use:  the instruction manual gif-q150 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.